Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and chest pains, with a blood glucose of 649 mg/dl. The customer stated that prior to the event, she had attempted to deliver a bolus to bring her blood glucose down but that it did not work. Subsequently, the customer stated that she started feeling chest pains and her sensor alerted high glucose. The customer then stated that she had been having unexplained high blood glucose levels for the past couple weeks. The customer also stated that she uses a quick-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.